Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 1 was not opening. A technician opened the back of the pyxis and found that the wires of the sensor were disconnected and could not be reconnected. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height drawer 1 stuck on open position and did not close. A field service engineer (fse) found latch catch fell off due to broken screws and reseated the latch catch to resolve the issue. The system functioned as intended after the field service engineer repaired the device.